Manufacturer narrative:
A ge service rep performed an on site investigation. The hand switch was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system intermittently emitted x-ray exposure without command. No report of pt or staff injury.